Event description:
It was reported that a user experienced a blood glucose of 75 mg/dl after a very low-carbohydrate, small dinner without a meal announcement, treated with oral glucose gel containing 8 grams of carbohydrate, with glucose increasing to 86 mg/dl and remaining stable; there were no alerts or alarms, and the medical device problem and device component were not specified due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and device problem and component details remained insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established.